Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right upper lobe excision, on right upper lobe artery, the surgeon was not able to squeeze the handle and the device did not fire. They installed the reload correctly to deal with the blood vessel, pressed the green button, but the reload was unable to fire. They replaced it with a new reload, still was unable to fire. They replaced the third reload and the third one could be fire. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were pre-fired and engaged in interlock. The sled was pushed past the 3cm mark for both reloads. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.